Manufacturer narrative:
The device was returned for analysis. The reported plunger deployment issue was not confirmed. Malposition of the clip and difficult to remove could not be replicated in a testing environment as they were based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 6fr sheath, after a coronary intervention procedure. Reportedly, when attempting to depress the plunger, it was noticed that ¿it did not place properly, and an audible click was not heard. This step was repeated and successfully completed. The thumb advancer was advanced and the sheath was split completely, an audible click was not heard at this stage. The deployment button was pressed and ¿felt back jump by the device¿, the clip was not deployed in the correct location and remained between the tissue. Resistance was met when removing the device from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.